Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise during interrogations. An x-ray was completed to confirm system integrity and position. Technical services (ts) determined it was a telemetry issue and not associated with the system integrity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event field for more information regarding the specific circumstances of this event.